Event description:
A report was received that the patient was having difficulty charging the ipg. The physician confirmed that the ipg was tilted. It was also reported that the patient was experiencing increased mid back discomfort at incisional site. The patient will undergo a lead and ipg revision.

Manufacturer narrative:
Additional information was received that the patient had weight loss, and the battery initially flipped. The patient underwent an ipg replacement as per physician's preference. The lead sn (B)(4) was also explanted. The patient was reportedly doing well following the procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician confirmed that the ipg was tilted. It was also reported that the patient was experiencing increased mid back discomfort at incisional site. The patient will undergo a lead and ipg revision.